Manufacturer narrative:
No further info is expected for this specific event and the case is considered closed.

Event description:
It was a found blood leakage at the beginning of the treatment. The blood flow rate was 195 ml/min, tmp, 132 mmhg. The blood loss was relatively minor. No patient harm and no medical intervention was needed.